Manufacturer narrative:
(B)(4). The patient was in their 60s (age in years). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was involved in an overinfusion incident. The reporter stated that the device ¿lasted about 1 day when it should have run a course of 46 hours¿. The drug being infused was fluorouracil 4800 mg (baxter compounded solution). The fill volume and exact infusion duration were not reported. There was no serious patient injury or medical intervention associated with this event. No additional information is available.